Event description:
It was initially reported that the patient recently had a seizure, which was uncommon for him as he has been more controlled recently. It is unclear what his current seizure frequency is to that of his pre-vns levels. The patient was said to have been admitted to the ER and hospitalized for 24-hours, due to "breathing and cardiac issues." The patient's settings were said have been changed. Good faith attempts to obtain additional information have been unsuccessful to date.